Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on a patient who required dc cardioversion, the device only captured every other r-wave and would not shock. There was no negative patient impact. An alternative defibrillator was sought.